Event description:
In 2008, the pt reported he was asleep when his insulin infusion device began to continually beep. He stated when he looked at it, he had a "77" displayed on his infusion device. To troubleshoot, the pt was instructed to disconnect from his site and remove the device battery which he discovered had an expiration date of 2008-05. The pt was advised this was a recalled battery. The pt stated the battery had been in use for at least 2 weeks and possibly more. He said, he was aware of the recall, but did not think he had anymore of the recalled batteries. The pt inserted a corrected battery he had been sent into his infusion device, and the device worked properly. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.